Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that the optical guidance system camera loses position intermittently with gantry rotation. Optical guidance system is not stable at certain gantry angles and indicates movement where there is none. Seems to be a reflection on the gantry covers near the mv cassette. During a phantom simulation trial run, conducted with a varian employee, the customer discovered that the optical guidance camera was affected by what appeared to be reflections or interference from the gantry covers. During an actual arc of the phantom, the og system indicated a sudden change in the displacement vector of over 2 mm, even as it was confirmed that the reflectors were immobilized. At some gantry and couch angles, the og system completely lost track of the markers and returned a device geometry error. No serious injury to the pt was reported, as the user observed this issue prior to treatment. No further pt info was provided.